Event description:
It was reported that the customer received a button error alarm on the insulin pump after it was sitting on the counter in the bathroom while he was showering. The customer stated that he believed there was water under the buttons. The customer's blood glucose was 113 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a peeling keypad overlay and scratches on the display window.